Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and was prepared to use alternate insulin method if necessary, while technical support arranged shipment of replacement pump.